Event description:
It was reported that the right ventricular (rv) lead exhibited high and variable impedances. A chest x-ray was taken and was negative for fracture. The header and lead connection appeared normal. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addrs1 implantable pulse generator (ipg) 2010 (B)(6). (B)(4).